Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal could not be removed when tried to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was evidence of blood detected on the loading device. The delivery device was returned outside of the loading device. The seal and tension spring assembly remained inside the loading device. The tips of the tension spring and part of the seal were visible through the loading device window. The blue slide lock was in the locked position, and the plunger was un-pressed on the delivery device. The seal and tension spring assembly was removed. Though there were no cracks or delamination present, blood was detected on the seal. The following measurements were taken for the delivery device; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal could not be removed when tried to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects.